Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and display device occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. There was no access to receiver logs to confirm the reported event. The reported event of loss of connection was not confirmed a root cause could not be determined.